Event description:
The facility rep reported an unintended shutdown. This was found during pt use, with no pt injury reported or medical intervention needed. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available.

Manufacturer narrative:
The pump has not yet been evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available.